Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted concurrently with d&c, hysteroscopy, endometrial ablation, and cystoscopy due to sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, recurrent urinary tract infections, recurrent yeast infections, vaginal discharge, excessive vaginal bleeding, severe abdominal pain and vaginal scarring, physical pain and discomfort and pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.